Event description:
Olympus was informed that a mobile workstation had emitted smoke or a burning odor. There was no patient or user injury reported.

Manufacturer narrative:
Olympus followed up on this report to gather additional information. An olympus field service engineer visited the user facility and performed an on-site inspection of the device. The inspection revealed that a terminal at the base of the fuse holder was charred and disconnected from the fuse holder assembly, and was not in contact with other components of the device. There was no evidence of thermal damage to the fuse holder or underside of the cart. Olympus was informed that the hospital biomedical engineer replaced the fuse holder following the on-site inspection. The device reportedly operated appropriately and was returned to service. There have been no reports of recurrence of this phenomenon. The user facility personnel were unable to provide any details regarding the conditions of use when the phenomenon reportedly occurred. This report is being submitted as a medical device report in an abundance of caution.